Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not available for analysis. Design-related issues: the design of the liner driver head has been in the field since 2005. Exactech is aware of 4 similar complaint reports involving broken liner driver heads since 2008. Because the liner driver head is used in total hip surgeries, sales data for acetabular liners was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: manufacturing-related data could not be reviewed because no information regarding the manufacturing lot number was provided. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this liner driver head, 750-2003-022-rmr-instruments rev f, was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken device reported was likely the result of a crack initiating where the tip of the liner driver handle meets the liner driver head, which propagated over time resulting in ultimate fracture of the liner driver head. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrument. The 32mm liner driver head fractured during impaction of the liner. Surgery completed as planned, patient doing fine. No delay to surgery. The device was not received for analysis. The representative was present at the time of surgery. No patient demographic information was provided. Attempts were made to request additional information from the representative, but no response was received. No additional information is available.